Event description:
Same case as: 2134265-2009-02220. It was reported that post a coronary drug eluting stenting treatment procedure, thrombosis occurred. The lesion being treated was located in the proximal to mid right coronary artery (rca). The lesion was not predilated. A 3.50x24mm taxus express2 stent was deployed in the mid to proximal rca, inflated twice to 16 atm for 15-30 seconds. A repeat angiogram was obtained and a 3.5x32 taxus express2 stent was deployed in the proximal rca in tandem with the previously placed stent, inflated twice to 18 atm for 15-30 seconds. Superb results were achieved. Medications given included: nitroglycerin, angiomax, and plavix. The pt had experienced chest pain one month prior to the stent deployment. The pt was discharged the following day. Eleven months post the initial stenting procedure, the pt presented with chest pain. The pt was found to have st elevation, unstable angina, acute myocardial infarction, and an occluded rca. The lesion was predilated with a 2.5x20mm maverick balloon, inflated to 6 atm for 30 seconds. Angiography identified timi 3 flow with a long area of luminal haziness in the proximal to distal rca. A 3.0x30mm maverick balloon was inflated to 12 atm for 30 seconds. The thrombosis was treated with a 3.5x18mm and a 3.5x33mm non-bsc stent, deployed in the mid-distal rca. Medications given included: heparin, integrilin, nitroglycerin, asa, and plavix. The pt was discharged two days later.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.